Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of vaginal haemorrhage ('abnormal bleeding (vaginal)') and menorrhagia ('menorrhagia') in a (B)(6) year-old female patient who had essure (batch no. 713455) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo confirmation test". On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required) and menorrhagia (seriousness criteria medically significant and intervention required). In (B)(6) 2010, the patient experienced pelvic pain ("pelvic pain"), depression ("psych injury / depression") and anxiety ("mental anguish"). On an unknown date, the patient experienced genital haemorrhage ("general abnormal bleeding") and abdominal pain ("abdominal pain"). The patient was treated with surgery (ablation). Essure treatment was not changed. At the time of the report, the vaginal haemorrhage, menorrhagia, genital haemorrhage, pelvic pain, abdominal pain, depression and anxiety outcome was unknown. The reporter considered abdominal pain, anxiety, depression, genital haemorrhage, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-feb-2020: pfs received: lot number added. Events: ablation, abnormal bleeding (vaginal, menorrhagia), depression, mental anguish, plaintiff did not undergo confirmation test were added. Event onset date, reporters were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of vaginal haemorrhage ('abnormal bleeding (vaginal)') and menorrhagia ('menorrhagia') in a 36-year-old female patient who had essure (batch no. 713455) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo confirmation test". On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required) and menorrhagia (seriousness criteria medically significant and intervention required). In (B)(6) 2010, the patient experienced pelvic pain ("pelvic pain"), depression ("psych injury / depression") and anxiety ("mental anguish"). On an unknown date, the patient experienced genital haemorrhage ("general abnormal bleeding") and abdominal pain ("abdominal pain"). The patient was treated with surgery (ablation). Essure treatment was not changed. At the time of the report, the vaginal haemorrhage, menorrhagia, genital haemorrhage, pelvic pain, abdominal pain, depression and anxiety outcome was unknown. The reporter considered abdominal pain, anxiety, depression, genital haemorrhage, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. Lot number: 713455 manufacture date: 2010-02 expiration date: 2013-02. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-mar-2020: quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.